Event description:
It was reported that the implant did not deploy in the vertebral body. The procedure was completed with a clinically-insignificant delay. Heavy bleeding was noted. It was reported that the patient underwent a left lumbotomy the following morning to remove the implant from the anterior body of l1. The patient is reportedly doing well to date. Additional information has been requested regarding the event.

Manufacturer narrative:
Corrected data: b3 event date; d9 product availability additional information: b5; d6 implant and explant dates; h6 codes. Follow-up report submitted to document quality investigation results.

Event description:
During an osteosynthesis by spondyloplasty of l1, it was reported that the left implant did not deploy in the vertebral body. When the surgeon attempted a percutaneous approach with a trocar above the unexpanded implant to introduce an additional implant to achieve height restoration on the left side, fluoroscopy detected that the unexpanded implant had been inadvertently pushed forward 2 cm in front of the vertebral body. No additional implant was placed, and the procedure was completed with a 1-hour delay. Following the procedure, an emergency CT scan was performed and the patient was monitored and stable overnight. The following morning an emergency lumbotomy was performed and the unexpanded implant was removed due to significant contact between the unexpanded implant and the aorta. No other adverse consequences have been reported, and the patient is reported to be doing well.